Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was not impacted. The customer declined troubleshooting with tandem technical support (cts) to determine a possible cause of the occlusion and was only interested in receiving education in regards to the possible causes of occlusion alarms. Cts educated the customer in regards to the causes of occlusion alarms. Reportedly, the customer had been wearing their pump against their skin leading to abrupt temperature changes to the pump.